Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional injecting a patient in the lips with 1 cc of juvéderm® vollure¿ xc. Immediately, the patient noticed ¿severe swelling¿ with no pain or discomfort at the injection site. That evening, the patient returned and began to notice ¿pain¿ and developed ¿duskiness¿ around the injection site. The patient was treated with hylenex that day with immediate improvement in the color of the lips and decrease in pain. The patient was diagnosed with ¿vascular compression.¿ the event resolved the following day, noted with "only minimal bruising remains, other sis resolved."

Manufacturer narrative:
(B)(4). The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional injecting a patient in the lips with 1 cc of juvéderm® vollure¿ xc. Immediately, the patient noticed ¿severe swelling¿ with no pain or discomfort at the injection site. That evening, the patient returned and began to notice ¿pain¿ and developed ¿duskiness¿ around the injection site. The patient was treated with hylenex that day with immediate improvement in the color of the lips and decrease in pain. The patient was diagnosed with ¿vascular compression.¿ the event resolved the following day, noted with "only minimal bruising remains, other sis resolved."